Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the battery compartment was cracked. The reporter indicated that there were no noted power issues associated with the complaint and there was no noted moisture ingress in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings:the pump was observed to have a crack in the battery compartment. Unrelated to the complaint, the display screen was noted to be dim and discolored with a pink hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.